Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had "internal power connectors damaged." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4).evaluation summary:the condition of a colleague infusion pump that experienced "internal power connectors damaged" was confirmed but not reproduced during product evaluation. This condition was caused by a damaged rear inverter harness. The rear inverter harness was replaced to correct this condition.this involved a colleague p1.5 infusion pump with a user interface module master software version 5.08.92.